Event description:
Info received indicates the brake is not working. Casters continue to ratchet when in brake.

Manufacturer narrative:
The technician found the sockets were broken on two casters. He replaced both castes and sockets to repair the bed.